Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was unclear in this image if it was inside the outflow graft as it extended beyond the bend relief and per note the outflow graft had been wrapped in gortex on implant. The patient was taken to the or where they underwent thoracotomy for robotic (davinci robotic device) revision of the outflow graft and removal of the eogo. The gortex graft was dissected and much of the eogo was extracted. They were unable to cut the rings of the bend relief therefore they cautiously scooped out what was able to be scooped from the outflow graft. The patient's flow increased from --- to 4.9 l immediately upon removal of the bio debris. The davinci arms were then removed. The patient tolerated the procedure well and was now recovering in the intensive care unit (ICU) and was up to chair by the end of the day with no recurrence of the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were attached and were requested to be reviewed due to persistent low flow alarms. The log file captured persistent low flow events throughout the log file. The pump powers were stable throughout the data capture. The pulsatility index values were also stable. A computed tomography angiography (cta) would be recommended if there was any concern for an obstruction. The patient was feeling fine but did report increased fatigue over the past couple of weeks. The patient went to the operating room and was found to have extrinsic outflow graft obstruction (eogo). The patient was doing well clinically upon presentation. They did not endorse any complaints associated with the low flow alarms. The alarms began after laying on their stomach at the chiropractor. Upon arrival a cta was obtained that showed a non occlusive thrombus within the outflow graft. The patient was taken to the the or where they underwent thoracotomy for robotic revision of the outflow graft and removal of the eogo. The patient's flow increased from 3l to 4.9 l immediately upon removal of the bio debris. The patient tolerated the procedure well and was now recovering in the intensive care unit (ICU) with no recurrence of the alarms. Additional information received on 06aug2025 reported that CT prior to exploration showed outflow graft obstruction however it was unclear if the obstruction was inside the outflow graft as it extended beyond the bend relief.

Manufacturer narrative:
H4 - manufacture date - updated. Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) associated with low flow alarms was confirmed through the evaluation of the submitted images and log file. Review of the submitted images confirmed compression of the graft, as well as the presence of material that appeared to be consistent with eogo. The submitted log file contained events from 01aug2025. Low flow hazard alarms were captured throughout nearly the entirety of the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. A corrective action has been initiated to investigate extrinsic outflow graft obstruction associated with the heartmate ii and heartmate 3 left ventricular assist systems. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook rev. A are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 4 of the IFU, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 of the IFU, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, (under "pump performance monitoring"), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power and addresses the assessment of pump flow. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.